Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The issue happened during the diagnostic procedure and it was completed as planned.¿ the philips field service engineer (fse) inspected the system onsite and confirmed that the malfunction in the geometrical movement. During diagnosis fse found that the mvr high loading and only on mvr high, supply a led goes off during fault condition. Fse replaced the mvr. After replacement of mvr, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method and evaluation results codes were corrected.

Event description:
It has been reported to philips that geometry movement was partly available. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that mvr high board was defective. The faulty part has been replaced and the system was returned to use in good working order.